Event description:
It was reported that the gastrointestinal videoscope had disappeared image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty circuit board unit in scope connector, probe cover has corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the image disappeared due to damage on charge coupled device unit. The most probable cause of probe cover corrosion is cause traced to component failure and for dirty circuit board unit in scope connector is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.